Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. Additional info was received from the surgical coordinator, who reported the surgeon has resolved the issue and he has no further info to provide.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional info; however, the surgeon was unwilling to provide any additional info. (B)(4).